Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rim of the ceramax ceramic insert 36 x 52 shattered after the third mallet blow with the 36 mm cup impactor. The ceramic insert was placed squarely into the acetabular cup with the suction cup technique prior to impaction. Broken insert was removed, the area lavaged, and a new polyethylene insert was implanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.